Event description:
It was reported an error message occurred during aspiration. An angiojet spiroflex catheter was being used for a thrombectomy procedure in the left lower extremity. The device primed successfully and was inserted into the patient. One pass was made; however a "check saline line" error message displayed. The error persisted after continued use then the device was re-primed. During the re-prime, the "check saline line" error message displayed and the pump was leaking into the drawer. The procedure was completed with a solent dista. No patient complications were reported and the patient was fine. There was a small amount of fluid in the boot, when received. Numerous kinks were present throughout the shaft of the device. Functional testing revealed a leak at the male connector with female luer during the prime cycle and the device would not prime and the "check saline supply" error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.